Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to a lab reading. The reporter alleged obtaining readings of "230 mg/dl" on the lab draw and "158 mg/dl" on a meter reading. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report.follow-up # 2 (6/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/3/2013 with the following findings: the meter has passed testing. The complaint relating to this device could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.